Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint has been identified as the user did not follow appropriate clean method. Herewith the investigation report as attachment.

Event description:
The pt contacted nephron pharmaceuticals corporation on (B)(6) 2013, regarding a reportable product complaint of no aerosol production associated with the ez breathe atomizer. The pt reported that the atomizer failed to produce an aerosol mist despite cleaning the unit according to the product's instructions. During a follow- up phone call on (B)(6) 2013, the pt added that he experienced an asthma attack when the atomizer failed to produce an aerosol mist; however, he reported that he used a friend's inhaler to alleviate the symptoms of his asthma exacerbation. The pt is a (B)(6) male with a past medical history that is significant for asthma (all his life). He reported that he is a former smoker and is not aware of any allergies to medications.